Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of off no power without low battery indicator and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when she first got the pump, she received a motor error then off no power. The customer stated that the type of battery in use is energizer aaa. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was no motor position encoder error in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The pump was monitored and tested with no off no power alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.